Manufacturer narrative:
This report is submitted on september 6, 2018. (B)(4).

Event description:
Per the clinic, the patient developed persistent infections at the abutment site leading to lack of device use and subsequently the abutment was removed on (B)(6) 2018. Additional information has been requested but has not been made available as of the date of this report.